Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. By, ¿staples were transferred to the stomach with the tips towards the peritoneum,¿ was it meant that the staples were unformed w/ legs straight? If no, please explain. Can you please explain how the staples were transferred through the peritoneum? How was the issue addressed? How was the procedure completed? What was the product code of the stapler used with the ecr45b load (ec45a, ple45a, etc.)? The complaint form indicated this was an adverse event, but no patient consequences were described. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?.

Event description:
It was reported that during a gastric bypass by laparoscopy procedure, when using the load in the tissue (stomach) the staples were transferred to the stomach with the tips towards the peritoneum; the staples were transferred through the peritoneum. Unknown how case was completed. There were no adverse consequences for the patient.